Event description:
On (B)(6) 2009, the pt reported that he inserted a new infusion set headset yesterday and today the headset fell off of his body. He stated that the adhesive was no longer sticking and the cannula was bent. He stated that he prepares his skin by using alcohol and allowing to dry. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion site was replaced and requested to be returned for eval.